Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer was experiencing channel disconnect issues. Information on patient involvement is unknown.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the reported issue of a channel disconnect could not be confirmed or replicated since the devices were not received for inspection. ¿ inspection and testing could not be performed as the devices were not returned for investigation. ¿ per product labeling, the alaris system user manual (v12.1), states within inspection requirements, ¿to ensure that the bd alaristm system remains in good operating condition, both regular and preventative maintenance inspections are required.¿ ¿ ¿inspection of iui connectors is required. Damaged iui connectors can result in incorrect device operation. Use of a damaged device can result in patient harm.¿ ¿ ¿failure to perform these inspections can result in improper device operation.¿ ¿ ¿do not return the device to patient use if there are cracks, surface contaminants, discoloration, or other damage to iui connectors. Use of devices with damaged iui connectors can result in patient harm. Send all damaged devices to biomedical engineering for repair.¿ ¿ ¿if any of the following are visible on an iui connector, send the device to biomedical engineering:¿ ¿ cracks on the surface of the plastic housing ¿ damaged plastic ribs between the metal contacts ¿ bent metal pins ¿ surface contaminants or green deposits ¿ log review was not performed since the device logs were not provided by the customer. ¿ the device was reportedly in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause of the reported event of a channel disconnect was not determined as the incident devices were not returned for testing. The information provided by the facility is insufficient to determine the root cause.

Event description:
It was reported that the customer was experiencing channel disconnect issues. Information on patient involvement is unknown.